Manufacturer narrative:
A ge rep evaluated the system, and replaced the ps1 power supply. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the collimator could not be closed during a case, and customer could not enter pt info. No pt injury reported.